Event description:
Follow up with the office of the surgeon revealed further relevant information. The patient had no prior personal history or family history of cardiac events before the occurrence of asystole. The patient reportedly has no contributing pre-existing medical conditions. Triggers, traumatic events, and preceding medication changes were denied. Prior to the asystole, the patient¿s heart rate was 83 bpm and blood pressure 108/72 mmhg. General anesthesia was used in the surgery, and the patient did not have abnormal vagal anatomy. Post-operatively, the patient did not have symptoms suggestive of an arrhythmia. Besides the decision to not implant the vns system, no interventions were taken. No additional pertinent information has been received to date.

Event description:
It was reported that the patient experienced asystole during her intended implant surgery. When system diagnostics were performed on her generator, the patient¿s heart rate dropped from 80 bpm to 0 bpm. The diagnostic test was attempted three times with the same results on heart rate. The system diagnostics were within normal limits. The electrodes were reportedly placed per vns labeling. The vns system was ultimately removed before completion of the case. The devices have not been received by the manufacturer to date. The generator and lead device history records were reviewed and found that all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
Product analysis was completed on the returned vns generator. Visual examination showed only observations consistent with the explant process; no surface abnormalities were noted on this device. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. The pulse generator showed expected level of output currents and no signs of variation. Both interrogation and system diagnostic tests were performed. An electrical load was attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 3.012 volts during functional testing and showed an ifi=no condition. The internal device data showed that 0.951% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. The lead that originally believed to the involved in the reported event was clarified to actually relate to a different product, as shown by preliminary visual findings from product analysis. This lead¿s device history record was reviewed by the manufacturer, and it was found all quality tests passed prior to distribution. Product analysis was completed on the involved vns lead. The lead was returned intact. The condition of the lead was consistent with conditions that typically exist following an attempted implant procedure, including setscrew marks on the connector pin, stretched electrode ribbons, and specs of dried body fluids. Continuity checks of the returned lead assembly were performed with no discontinuities identified with impedance values in specification. Device dimensions were also within specification. There is no evidence to suggest a device anomaly with this lead product.

Event description:
The vns generator and lead involved in the reported event were received by the manufacturer. Product analysis is underway. No additional pertinent information has been received to date.